Event description:
A report was received that the trial patient had extreme pain at the needle site. The physician stated that everything looked fine. However, it was believed that the pain was beyond normal. The leads were pulled.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70e, serial #: (B)(4), description: trial linear st lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.